Manufacturer narrative:
Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown, ubd: , UDI#: asku ; product ID: neu_unknown_lead, serial/lot #: please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lead revision.